Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a revision rcr procedure, the tip of the scorpion needle, ar-13995n, broke off. No further details. Additional information provided 11/25/2019: this was a revision of an arthrex rcr procedure. The tip of the needle was left in the tissue of the patient. Additional information provided 12/2/2019: the dos for the original procedure is unknown. Patient re-tore their cuff after 7 years. The only thing explanted from the patient were fibertape strands (part number unknown) from previous surgery. Reporter has no further information.